Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). After a 300cm non-bsc guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed with a 4mmx100mm sterling" balloon catheter and a 6mmx180mm innova" stent was deployed. Subsequently, a 5.0mmx40mmx135cm (4f) sterling" balloon catheter was advanced for post-dilatation. However, during first inflation at 5 atmospheres for 6 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5mmx150mm sterling" balloon catheter. No patient complications were reported and the patient's status was good.